Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers were noted on the display. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and crack on display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that her pump is stuck on the low reservoir screen. The customer stated that she cannot get the pump off that screen and she have taken the battery out and the pump is still alarming. The customer stated that she act button is not working. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.